Event description:
On (B)(6) 2011, patient reported that she experienced hyperglycemia of over 300 mg/dl due to bent infusion cannulas. This occurred several different times. The infusion headsets were inserted manually, and patient could feel the cannula bend during or after insertion. Target blood glucose is 100-150 mg/dl. Patient corrected hyperglycemia by inserting a different type of infusion set and delivering insulin through the infusion device. There was no insulin leakage. Alleged infusion sets were discarded and will not be returned for evaluation. Product was replaced. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.